Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units interface plug is not working. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, e1( name),e2,e3, g2, g3,g6,h2, h10, h11corrected data: b4,b6,b7,d10,h6(clinical & impact )

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units interface plug is not working.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) reproduced the issue in ECG plug. Disassembly of front panel set up , ECG plug connection setup. Work completed, regular operation tests performed. Unit was cleared for clinical use.